Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During the procedure the lead had an unknown failure and was not used. The patient status was stable.

Manufacturer narrative:
The lead was returned for unknown failure. As received, a partial lead (only distal portion) was returned in one piece. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.